Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgment, high impedance, high pacing thresholds, and loss of capture. After implant, pacing issues were detected. The cause of the lead dislodgment was confirmed by fluoroscopy, the device migrated from its fixation position inside the pocket and lead to lead dislodgment. A temporary pacing system was inserted. Subsequently, this rv lead was reposition and no additional adverse patient effects were reported.